Manufacturer narrative:
E3 - occupation: ir lab manager g4 ¿ PMA/510(k) #: k171603. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the catheter from an ultrathane cope nephroureterostomy set leaked near the hub after it was placed in a patient. The facility confirmed that they are not wrapping the suture around the hub. As a result, the patient required an additional procedure to remove and replace the catheter. No other adverse effects were reported for this incident.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
It was reported that the catheter from an ultrathane cope nephroureterostomy set leaked near the hub after it was placed in a patient. The facility confirmed that they are not wrapping the suture around the hub. The leak was noted "at the junction of the tubing and the hub, where the slotted connector is" two days after placement. As a result, the patient required an additional procedure to remove and replace the catheter. No other adverse effects were reported for this incident. Reviews of documentation including quality control and instructions for use (IFU), were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. An expanded sales search to the customer was unable to identify the complaint lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU [t_nucl_rev5, cope nephroureterostomy stents] packaged with the device contains the following in relation to the reported failure mode: "precautions where long-term use is indicated, it is recommended that indwelling time not exceed 90 days and that the physician evaluate the catheter before this time has expired. How supplied upon removal from package, inspect the product to ensure no damage has occurred." Based on the information provided, no product returned, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to the event. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute toa death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 04jun2024. The leak was noted "at the junction of the tubing and the hub, where the slotted connector is" two days after placement.